Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary - all three tube sets were received in the same package from cg labs so it cannot be determined which tube set goes with each complaint. Two of the complaint devices had the same evaluation results. Visual observation shows that the tubing has small kinks on the exterior of the tubing which would cause the tubing to bend and pinch the tube obstructing free flow of fluid inside. However, we cannot determine at what in time this failure occurred. Visual observation of the third tube set only showed minor evidence of kinking. This tube set was connected to an fms vue pump and the spikes placed into a container of water. During the priming process the water started to leak out of the top of the fill chamber. The tube that enters the fill chamber was not secured properly to the chamber. These complaints can be confirmed. A batch record review has been conducted for this lot of cases (of 24 devices each) of tube sets that were manufactured in 2014 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two dis-similar complaints, three similar complaints and five other complaints that were created but the devices were not returned for the batch number of this device. None of the complaints were resulted from a design or a manufacturing defect. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-53355.

Event description:
It was reported by the sales rep that during an acl repair that the customer's irrigation tubeset, vue, one day set filled up right away. The sales rep checked the connector and found it to be tight but changed out the tubeset anyway. The surgeon completed the procedure with a second same type device with no patient consequences or delay. The sales rep reported that the second set filled up slowly past the fill line but the surgeon was able to finish the case with the second set of tubing as at that point he was near the end of the case. This happened twice in the same day, which is captured in two other complaints.